Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, with less than a minute left in the procedure, a leak was noted (approximately 2-3 cc's) through the cervix and a small burn was observed. The physician did not classify the burn and cream was applied for treatment. Follow up info received in 2009, revealed there were no alarms/error codes, there was nothing unusual about the cervix, and there was no indication of overdialation. The procedure was completed with this device and there were no further pt complications reported with this event. Although an attempt was made to obtain additional follow up regarding the burn, there is no further info.